Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that approximately 20 months post-implant of a bifurcated device and two infrarenal aortic extensions, an endoleak type I both proximal ( refer to MDR # 2031527-2013-00065) and distal was noted. The patient was treated with a suprarenal aortic extension and a limb extension, which successfully corrected the endoleaks. Reportedly, the patient tolerated the procedure well.